Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was confirmed. The device was returned loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced into the nozzle tip. Iol was returned outside of the device with one haptic broken/torn. The lever is moving freely. The device is taken apart for further testing. A mark is observed on valve o-ring closer to the orifice at 12 o'clock position. The root cause is deemed to be manufacturing related (the faulty sub-assembly is supplied by alcon's vendor in bray). Based on the results from company product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, lens was self-deployed. Additional information has been requested.